Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced erroneous results during use. The erroneous results event occurred 5 times. This is complaint 2 of 2. The following information was provided by the initial reporter: the customer stated:the results are falsely elevated. Qns errors on samples with adequate fill volume. When cap removed and repeated there are no issues x3 incidences. Inr results 1.8, when removing cap and reran 1.0. High ptt results x2 incidences.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This catalog number has been validated in terms of cap piercing function by the instrument company. The customer has stated that when uncapped, the analysis is satisfactory with no erroneous results observed-(volume in tube is correct, no hemolysis or clots-according to the customer). Upon review, since these issues are apparent with the cap piercing function of the instrumentation, and not otherwise, we recommend an examination of instrumentation functionality. Three attempts were made to contact this customer for further mitigation efforts, with no response. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced erroneous results during use. The erroneous results event occurred 5 times. This is complaint 2 of 2. The following information was provided by the initial reporter: the customer stated:the results are falsely elevated. Qns errors on samples with adequate fill volume. When cap removed and repeated there are no issues x3 incidences. Inr results 1.8, when removing cap and reran 1.0. High ptt results x2 incidences.